Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2221 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2221) have been reported from the same facility in (B)(6).

Event description:
On (B)(6) 2021, it was report excess of malleability of the catheter. It was stated it causes difficult to advance, difficult to remove the introducer (needing of a scissors), multiple vascular punctures, and a consequent increase of the risk for hemodynamic instability of the premature born. It was stated this occurred with two devices. This report addresses the second device.